Event description:
It was reported that the device was pacing inappropriately. There was also increasing, varying impedance and subsequent high impedance. Oversensing was also seen. While in for a planned patient follow-up visit, the inability to perform the sensing test was also noted. The device was pacing despite visible intrinsic activity. The patient was admitted to the hospital and underwent subcutaneous analysis. All connections and tests were normal. However, the physician decided to use an new device. The device was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; results will be forwarded when available.